Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touches and multiple out of range issues occurred between the transmitter and the pump. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.